Manufacturer narrative:
The pump was received with intermittent act button response due to a flattened dome. The keypad connector was inspected and no anomalies were noted. The bolus wizard functioned properly per the bolus wizard sample in the user guide. The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion and the displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. The pump was received with a broken reservoir tube lip, a missing reservoir tube o-ring and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the buttons on the insulin pump would not respond and a piece broke off of the reservoir compartment. It was also reported that the bolus wizard would not do accurate calculations. The blood glucose at the time of the incident was 20.5 mmol/l. The device will be returned for analysis.